Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with no packaging or other devices. There was blood and contrast in the inflation lumen and in the hub. Examination under magnification revealed a balloon pinhole 10 cm from the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was used to dilate the lesion. During the 1st inflation, the balloon was inflated at an unknown pressure. During the 2nd inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. No complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was used to dilate the lesion. During the 1st inflation, the balloon was inflated at an unknown pressure. During the 2nd inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. No complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mm x 3.00mm nc quantum apex balloon catheter was used to dilate the lesion. During the 1st inflation, the balloon was inflated at an unknown pressure. During the 2nd inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. No complications were reported and patient's status was good.